Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the initial evaluation of the device, a non-actionable error code was observed. The device failed a system leak verification test step during testing. The device was found to be internally contaminated requiring several parts to be replaced. The evaluation had not yet been completed. The device evaluation was completed, and the test failure was confirmed due to contamination. The following components were replaced to address the issue: blower bellow seal, blower mount, muffler assembly, particulate filter, air inlet foam filter, system board tubing, blower chassis tubing, fio2 tubing, low o2 flow tubing, cooling fan assembly and retainer. Additionally, a low respiratory rate alarm condition was observed. This is a patient settings alarm designed to alert the caregiver of an issue. It would not affect the device's ability to deliver therapy as designed. Preventive maintenance was performed. The device was cleaned and tested and passed all final testing.

Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the initial evaluation of the device, a non-actionable error code was observed. The device failed a system leak verification test step during testing. The device was found to be internally contaminated requiring several parts to be replaced. The evaluation has not yet been completed. The third-party evaluation is ongoing. If any additional information is received, a follow up report will be filed.